Event description:
At the end of an embolization procedure, the final two coils broke while being re-positioned in the pt.

Manufacturer narrative:
This pt presented to the hosp for an embolization procedure. During the deployment of the last coils while re-positioning them, they broke leaving a "long thread." A dcs syringe was used during the procedure and to deploy the previous coils. The microcatheter and the coil were aligned with a 1:1 relationship. There was also a continuous flush solution maintained through the microcatheter. Prior to detachment it was verified under fluro that there was no stress against the microcatheter or the delivery tube. In addition, while attempting to deploy the final coils, the dcs syringe was taken to the green zone then to the red zone. An attempt was made to recover them but they broke when they were 100% out of the microcatheter. It was noted "since it was the last coil the aneurism was tight. Therefore, the coil broke with the pressure done to it." It was also visually confirmed that the introducer was seated. The coil was removed protecting the neck of the aneurism with a balloon. This represents notification of two products with the same catalog and lot numbers associated with the event. The product are available for analysis but have not yet been received by the MFR as of this writing. Further details of the event have also been requested but are still pending. Add'l info received will be submitted within 30 days upon receipt.